Manufacturer narrative:
There was no pt involvement, thus no pt data exists. There is no established expiration date for the said device. Device was evaluated in the field on january 7th 2010. Eval summary: the investigation confirmed that this issue is related to installation and servicing. There is a potential for the non-conformance relating to the boom cover not being in place to pose a severe/serious health risk. The severity is not related to the boom end cap being loose because one screw was in place and this one screw is able to hold the component in place. The severity involved with this incident has to do with the free standing screw that was placed on top of the boom arm. This screw could potentially fall into the sterile field and cause an adverse health event. This is not a single-use device.

Event description:
It was reported that the boom end cap was loose and only one of two screws was holding it in place. The severity in the event is not related to the boom end cap being loose as one screw is able to hold the component in place. The severity involved with this incident has to do with a free standing screw that was placed on top of the boom arm. There were no adverse consequences as a result of this event.